Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 54 mg/dl. Customer stated that it was possible that it could have been dropped. Customer replaced the battery and the alarm is still going off. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, display window and minor scratches lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.